Manufacturer narrative:
This report is based on information provided by philips remote service engineer and has been investigated by the philips complaint handling team. The rse evaluated the device remotely and determined that the battery was faulty. The device could not be repaired as the customer refused the service. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, we were unable to determine the cause of the reported problem. The reported problem was confirmed. It has been concluded that no further action is required at this time.

Event description:
Philips received a complaint on the heartstart xl defibrillator monitor stating that the battery was faulty. There was no patient involvement.

Event description:
It was reported to philips that the heartstart xl defibrillator exhibited a battery failure. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting address line 1: (B)(6)